Manufacturer narrative:
Please see attached summary memo.

Event description:
Hold at 3.4 the doctor reported that the implant was removed due to loss of osseointegration approxiamtely 1 year and 11 months after initial implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. The doctor reported that patient had pain, periodontal disease, bone resorption, and peri-implantitis during the implant removal surgery. The patient will need another surgical intervention.